Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = sample ID (B)(6). Patient information: there was no additional patient information provided by the customer. Refer to related manufacturer report number 3002809144-2019-00247 for the device evaluation of the alinity c co2 reagent lot.

Event description:
The customer reported falsely elevated alinity co2 results while using the alinity c processing module. The customer uses a normal range of 22 to 29 mmol/l (meq/l). The following discrepant results were provided. Sample ID (B)(6) 31.7 and 25.9 mmol/l. Sample ID (B)(6) 29.8 and 26.1 mmol/l. Sample ID (B)(6) 29.4 and 26.6 mmol/l. Sample ID (B)(6) 30.6 and 28.9 mmol/l. Sample ID (B)(6) 30.1 and 27.6 mmol/l. Sample ID (B)(6) 30.2 and 27.2 mmol/l. Sample ID (B)(6) 32.9 and 24.9 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the alinity c processing module, list 03r67-01, manufacturer abbott wiesbaden, germany was determined to no longer be the likely cause for the customer's issue. The alinity c co2 reagent, list 07p72-20, manufacturer abbott wiesbaden, germany is the only suspect medical device for this incident. MDR number 3002809144-2019-00247 was previously submitted for the alinity c co2 reagent lot and all further information will be documented under that MDR number.